Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra meter was reading inaccurately high and inaccurately compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2023, at an unspecified time. The patient reported obtaining what he felt were inaccurate readings of ¿170 and 175 mg/dl¿ on the subject meter compared to readings of ¿103 and 198 mg/dl¿ respectively on another meter (ultra mini), performed more than 30 minutes apart. The patient stated that he manages his diabetes with insulin (self-adjusting dose according to what he is going to eat or doctor recommendation) and took an increased dose of insulin on (B)(6) 2023, at 10:40 am in response to the alleged issue. That night, the patient claimed he developed symptoms of ¿perspiration, bad mood, tremor and cold sweating¿; symptoms he associated with hypoglycemia. The patient was able to self-treat with unspecified medication and received health care professional (hcp) phone advice to use less insulin when eating and to record the blood glucose results. At the time of troubleshooting, the cca determined the correct testing process was being followed. The cca confirmed the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event. .